Event description:
It was reported that the ventilation stopped during patient treatment. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: 260159.

Manufacturer narrative:
It was reported that delivered tidal volume stopped during patient treatment. Our field service engineer could not verify the reported issue from the device logs. The ventilator was returned to service after calibration and passed functional checks to factory specifications. The evaluation of received device logs shows multiple clinical alarms for airway pressure high and respiratory rate high during the period october 20 to 22 2019. The ventilator is only examined on the reported date of event october 23 why the date of event will be set to october 20. The alarm expiratory minute volume low is generated several times, often in conjunction with alarms for high respiratory rate and high airway pressure. The latter indicating a blocked patient circuit, e.g. By mucus. Ventilator parameters and settings were changed from time to time and a suction program was started seven times, probably to solve problems with the patient. No technical error codes were found in the logs. The device logs indicate both high pressure and inadequate ventilation. Actions when these alarms occur are to check the patient and the patient breathing circuit for blockages and leakage, but also to check ventilator settings and alarm limits. High pressure may lead to injury and stop of ventilation. Leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. There is nothing in device and trend logs that indicates that the reported issues were caused by a ventilator malfunction. No parts were replaced and there are no technical faults logged.